Event description:
The head of the anchor broke off just prior to full insertion of the anchor into the bone. No significant delay was reported. At the time of this report no other information is available.